Event description:
It was reported to gems that the normalized center of rotation (cor) is not transferred from sp or apex single head cameras to the entegra workstation. As a result, the images could potentially contain artifacts that in certain cor values could cause misdiagnosis. In this report of the lack of cor being detected, the artifacts were significant and easily recognizable by the operator. They were detected with no misdiagnosis. The user was instructed on how to manually transfer the cor values to avoid this situation.